Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 1.10 was stuck and the system was prompting to dispense extra vials that set in the parameter. A field service engineer identified that pocket 1-10 on the mini drawer was not opening fully and determined the mini engine was malfunctioning, replaced the mini engine for pocket 1-10, which resolved the issue, performed testing and confirmed all operations were functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es chcysto_main drawer 1.10 was stuck closed while containing 8 of a possible 10 midazolam 2 mg/2 ml vials. A second pocket, chcysto_main drawer 1.9, was functioning. The minimum and maximum levels for both pockets were set at 5 and 10, respectively. When the functioning pocket reached 5 vials, the system prompted the dispensing of 11 vials. The restock from the main pharmacy cabinet should have requested 7 vials. However, the system prompted the dispensing of 11 vials, resulting in excess midazolam 2 mg/2 ml vials beyond the configured parameters. There were no delays, adverse events or injuries reported based on this event.